Event description:
Per the clinic, the patient was hospitalized due to infection.there are plans to explant the device, but it is unknown if this has occurred as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the patient underwent surgery to incise and drain infected area around the implant on (B)(6), 2012. Additional surgery to treat infection occurred on (B)(4), 2012. Surgical treatment included incision and drainage, wound debridement and repositioning of the device. The patient was subsequently treated with antibiotics via a peripherally inserted central catheter (PICC line). The PICC line was reportedly discontinued on (B)(4), 2012. This report is filed (B)(4), 2012. Implanted device remains.